Event description:
On (B)(6), 2011, the lay-user/patient contacted animas alleging that the pump dispensed insulin from the cartridge during the load step. The patient did not allege any harm or injury because of the reported issue. The pump was replaced.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
Follow-up #1 date of submission 11/07/2011 device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a review of the pump history indicated that loss of cartridge detection had occurred which could not be duplicated during testing. Evaluation revealed that the force sensor is out of calibration, and the force sensor resistance measurement is out of specification. There was evidence of contamination on the force sensor, and there was damage noted to the force sensor assembly. There was evidence of moisture damage and corrosion observed inside the pump, on the pump casing, and on the force sensor plate.